Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-25137. It was reported the pt experienced a fall. It was also reported since the fall the pt is not receiving stimulation and the charger and programmer are unable to communicate with the ipg. In turn, the ipg is inoperable. X-rays were taken and identified the lead may have pulled out the header. The pt will undergo surgical intervention to address the issue.